Event description:
It was reported that after a walk and a subsequent usual dinner announcement at a glucose of approximately 88 mg/dl, the user experienced a low blood glucose confirmed by cgm and fingerstick at 63 mg/dl, with glucose trending downward despite meal announcement; the user treated with oral glucose including orange juice and glucose tablets, and glucose rose to 92 mg/dl during the call. Symptoms included hypoglycemia. Outcomes included the need for medication intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific device-related findings and insufficient information to link a device problem or component to the event. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.